Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on 29sep2018, which showed an atypical image for the a1 reverse cells as a 2+ positive. No events were noted in the error log. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an abo mistype when tested on a galileo neo instrument, when tested on (B)(6) 2018.